Manufacturer narrative:
The electrode lot number is ars11. The expiration date was not provided. The calibration and qc were acceptable prior to the event. The alarm trace showed "sample probe: abnormal aspiration errors", which are indicative of possible poor sample quality. The field service representative found the sipper and vacuum nozzles had buildup on them. He inspected and cleaned the flow path and replaced the sipper and vacuum nozzles. A precision test, calibration, and qc were performed with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for approximately 82 patient samples on a cobas pro ise analytical unit. One example was provided. The initial result was 152 mmol/l. The sample was repeated on another module and the result was 138 mmol/l. The samples were repeated due to qc being out of range. The questionable results were reported outside the laboratory and corrected reports were sent. The repeated results were believed to be correct.